Event description:
At reop., the valvular ring was not covered with "fibrous tissue". Sutures were intact, however, they were appearently not "tight enough", allowing for pv leaks annular tissue was quite "edematised" which created "several small aneurysms" on the underside of the valve. Repair was made, the aorta unclamped, but small leaks remained. The decision was made to "completely explant the prosthesis and implant it again". It is believed the valve remains implanted.